Event description:
It was reported that the insulin pump had a crack along the battery compartment. It was also stated that the customer will treated with a manual injection, and will be seeking additional assistance from her health care professional. Advised the caller that the insulin pump would be replaced due to the crack. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.